Event description:
Treatment of a dissecting aneurysm located in the basilar artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil was found detached and the pushwire was found broken as the coil was withdrawn from the catheter due to increasing resistance. A new coil was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was reported to be lost outside the patient. The pusher assembly was found broken at approximately 144.5cm from the proximal end. The broken segments were retained together by the pushwire. The evaluation could not determine the cause of the event; however, the pusher assembly was found broken which possibly retracted the release wire and led to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).